Manufacturer narrative:
Internal complaint reference: (B)(4). H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned with original packaging that has the batch number of the complaint on it. The t1, t2, and partial suture were not returned. A partial suture was returned with a cut end. The actuator is in the pre-t1/post-t2 position. Bio debris is present. A functional evaluation was performed on the returned device and found the device cycled as intended. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force (sharp grasper/instrument). A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture material specification, found a material certification of analysis is required with each lot. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device or contact with another source. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair procedure using the fast-fix 360 suture system, both ts were implanted and, when the suture was pulled, the suture separated from the ts leaving the ts inside the patient. The procedure was completed with a non-significant delay using a smith and nephew back-up device. No further complications were reported. The patient's health condition is stable.